Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain with weight bearing, us ¿ lower venous uni left, no evidence of dvt of the lower extremity. X-ray of right knee ¿ components intact, spacing device between patella and femur appears to be worn down, and swelling anterior of the knee. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 11: catalog#42500607002, lot#63702220. Articular surface fixed bearing constrained posterior stabilized (cps) right 12 mm height use with tibia sizes e-f / ps femur sizes 10-11: catalog#42522600812, lot#63435556. Tibia cemented 5 degree stemmed right size f: catalog#42532007502, lot#63682842. Multiple MDR reports were filed for this event, please see associated report: 3007963827-2021-00236. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty and reported pain on weight bearing four years and 9 months post implantation. Image findings include the components intact, implant wear to poly patella component between patellar bone and femur component causing direct contact, and swelling anteriorly to the knee. Products remain implanted and patient outcome is unknown. Attempts were made and no further information was provided.